Manufacturer narrative:
B3. Exact event date is unknown. Reported information indicates that the surgery was performed in (B)(6) 2023. Therefore, an approximate event date (B)(6)2023 was selected.

Event description:
It was reported that the patient with this inflatable penile prosthesis presented with sensitive glans and looked like the implant was in a pseudo capsule. A revision surgery was performed where no implant was removed. The physician just stitched the corporatomy to ensure there was no erosion. No further patient complications reported.